Event description:
There was a report from (B)(6), that the device had cord damage, with the "connecting cable away". It is known that the device was not related to surgery. There was no information about patient or use injury. There was no additional information provided.

Manufacturer narrative:
The device, a foot control without switches, (B)(4), was not received by depuy synthes. Once it is received and the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).